Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised to a comprehensive reverse total shoulder system on (B)(6) 2015 due to a torn rotator cuff.